Manufacturer narrative:
(B)(4). Concomitant medical product: oxford performance materials (opm) pekk cranioplasty implant, catalog #: pk620375, lot #: 20145-001 through 201457-002; biomet microfixation 1.5mm system 2 hole long straight plate, catalog #: 01-7347, lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision of a cranioplasty implant was performed due to skin breakdown. It was suspected there was an infection, however upon follow up it was stated it was actually skin breakdown. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information was received. It was reported "there was belief that the skin breakdown was the cause of some infection. The patient is a long term nursing home patient and is bed ridden. It¿s believed the breakdown is from inactivity." The infection has cleared up. Nothing has been implanted at this time. It is stated the physician does not allege a failure of the device to perform as intended.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
See attached medwatch submitted by the manufacturer of the cranial implant. D7 implant date in the attached report is feb 2, 2018, however we have not confirmed this date with the customer at this time. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00716-2. - attachment: [3009582362-2018-00008.pdf]

Manufacturer narrative:
The implant was explanted on 27 sep 2018; therefore the complaint is considered confirmed. Functional testing and inspections could not be performed due to the product not being returned and no photographs, x-rays, scans, or physician reports being provided. It was reported that the patient is in a long term nursing home and is bed ridden, and the patient's inactivity led to skin breakdown and infection. Based on the information and materials provided, there is nothing to suggest the implant did not function as intended, nor that it contributed to the complaint. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.